Manufacturer narrative:
Correction: section e1, b5 updated.

Event description:
Oversensing in addition to noise was also noted on the atrial lead. The atrial lead was capped (B)(6), 2021 and replaced as previously reported. The patient was stable.

Event description:
New information received notes false auto mode switching was observed in addition to the oversensing prior to the atrial lead being capped on (B)(6) 2021. The patient was not symptomatic prior to the procedure and was stable post procedure.

Event description:
It was reported that noise was observed on the atrial lead. The atrial lead was capped and replaced. The patient was stable.